Event description:
It was reported that during a poba treatment procedure in the common femoral artery, balloon removal difficulties were encountered. The customer reported that "the lesion being treated was a de novo lesion that was not predilated. After dilation, the product was stuck at the distal of sheath." The balloon had been deflated without difficulty. When attempting to remove the balloon, it was necessary to remove the sheath and catheter together. The procedure was completed with this device and there were no reported pt complications. The current patient condition is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for batch # 8491645 found that the device met its material, assembly and product specifications.